Manufacturer narrative:
On 12/13/2016 a medtronic representative, following-up at the site, checked the emitter interface which showed one flt. The axiem box showed a normal status of 7. The emitter was chirping, however, no patient trackers, or instruments, could be seen in the tracking view. On 12/14/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/04/2017 medtronic senior quality engineer performed a coil continuity check with fluke 112 (itm 1113), verified coil #2 was open. Root cause attributable to an open in the circuit of coil #2 causing the reported communication failure. The open may be caused either by the coil being open, or a break in the solder joint between the wires attached to the coil. - return requested. Replacement field generator shipped to site 12/13/2016. Medtronic investigation of returned suspect device finds that when the field generator was connected to a test system for a burn-in test, the navigation system remained in green status during all testing. Flexing the cable did not indicate any intermittent opens. Device found to be fully functional. Reported issue could not be replicated. Field generator cleared for future use. Device found to be fully functional. - no further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an error in using their navigation system emitter. The rn stated that their navigation system did not track all instruments and the patient tracker within the navigation page or in the software. Emitter details showed 'communication error'. The rn re-booted the navigation system twice, without resolution.